Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted +5.4v wire causing extensive thermal damage on the ca board. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.